Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the stretcher was difficult to load. This led to a cot drop which resulted in an injury to a user's hand. No adverse consequence was reported to have occurred to the patient. The unit was evaluated by stryker field service and no defect was found which would have caused or contributed to the event, likely indicating that it was a result of use error.

Event description:
It was reported that the stretcher was difficult to load. This led to a cot drop which resulted in an injury to a user's hand. No adverse consequence was reported to have occurred to the patient.